Manufacturer narrative:
The device serial number was not provided. The manufactured date and repair history of the device cannot be determined. The air dermatome device, serial number unknown, was not returned to zimmer surgical for evaluation and repair. The product retrieval task was suspended due to lack of customer response. The customer's reported event could not be confirmed and a cause could not be determined.

Event description:
It was initially reported that the device malfunctioned causing a laceration that required sutures to repair. No further information was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
This complaint was presented to zimmer biomet surgical from maude report number #mw5041529. The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.